Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified gouges in the eva material, which were determined to have been caused by the manufacturing process. Functional testing confirmed the reported condition. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, the report documents no patient involvement or adverse events. No additional information is available.